Manufacturer narrative:
Analysis confirmed the customer comment that the connection between the cord and base was loose, the cable stress relief was pulled away from the heart lead connector. However at the bench test all continuity tests were ok. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection between the cord and the base was loose. The cable has been returned to service. No patient complications have been reported as a result of this event.